Event description:
Revised for alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 15813. Reason for original complaint ¿ asr revision left asr hip resurfacing system reason for revision: alval/soft tissue reaction update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new information. Added complainant information. This complaint was updated on sep 7, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: - establishment name if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.